Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative also replaced the reagent probe and checked quality controls and precision for hcg; the results of which were acceptable. He completed performance testing with acceptable results. The customer ran controls, which were acceptable.

Event description:
The customer received questionable results for human chorionic gonadotropin short turn around time (hcg stat) on one patient sample. The original result was 30 miu/ml. This result was reported outside of the laboratory, and was questioned by the physician. The original sample was retested and generated a result of 0 miu/ml. The patient was redrawn and the redrawn sample result was 0 miu/ml. Due to the discrepant result, the patient's sterilization surgery was delayed. The customer stated that there was no impact on the patient's wellbeing as a result of the delay in surgery the hcg stat reagent lot was 16812401, with an expiration date of 08/31/2013. The field service representative was unable to duplicate the issue. He checked qc and hcg stat precision, which was ok. The customer ran controls, which were ok.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the clotting time was insufficient and that the centrifugation g force was slightly exceeded.